Event description:
It was reported that the patient with this artificial urinary sphincter (aus) felt that the device stopped working. Upon evaluation by his physician, a cystoscopy was performed, revealing that the cuff was not coapting properly. The patient confirmed that the device was not in a deactivated state and the physician suggested that urethral atrophy might be a contributing factor. The physician proposed a revision surgery to either downsize the cuff or increase the pressure in the pressure regulating balloon (prb). The patient was advised to seek a second opinion. The aus device remains implanted, and no additional complications have been reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of tissue damage is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) felt that the device stopped working. Upon evaluation by his physician, a cystoscopy was performed, revealing that the cuff was not coapting properly. The patient confirmed that the device was not in a deactivated state and the physician suggested that urethral atrophy might be a contributing factor. The physician proposed a revision surgery to either downsize the cuff or increase the pressure in the pressure regulating balloon (prb). The patient was advised to seek a second opinion. The aus device remains implanted, and no additional complications have been reported.